Manufacturer narrative:
The patient's initial surgery was due to an injury sustained following an emergency ejection from a fighter jet. The exact date of surgery is unknown, however the surgery was performed in 2011 by a different surgeon than the one who performed the revision surgery. One screw was broken however, both screws were replaced. The distal portion of the shaft could not be removed and remains implanted in the patient. The remaining portion of the screw and other explants were returned to the manufacturer for analysis. The patient is recovering from the revision and reportedly doing well. The analysis of the screw and a review of the x-rays and manufacturing records are underway however, the surgeon has indicated that poor screw placement and a pseudoarthrosis are potential contributory factors for the fracture. (B)(4).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Independent laboratory testing determined that the screw breakage is consistent with excessive anatomic loading. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. Manufacturer is not expecting additional information and considers this to be a closing report.

Event description:
One of the denali mi screws at s1 broke approximately 18-24 months post-operatively. Patient was revised.